Manufacturer narrative:
(B)(4). Uniboard. Eval summary - the analysis site confirmed the customer complaint and found that the lcd screen image breaks up when the unit is jarred due to a loose lcd cable on the uniboard. To correct the complaint, the analysis site reseated the lcd cable. The uniboard, main housing, bezel rope gasket and bezel were replaced due to being damaged. After servicing the unit passed all qa functional testing. Complaint info is trended on a regular basis to determine if further investigation is warranted.

Event description:
It was reported that during a biopsy procedure, the lcd screen on the device control module started to malfunction. L3-021 and l3-012 errors occurred as well. The customer used replacement demo equipment to finish the procedure. Pt returned home after the procedure, and no pt consequence was reported.